Manufacturer narrative:
The actual complaint product was not returned for evaluation. A retained sample from the same complaint lot was tested and was found to meet manufacturing specifications. A trend related investigation was performed; no trend could be identified. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. (B)(4).

Event description:
As initially reported by a consumer, via email, experienced eye irritation after two days of wearing the product in question. Medical attention was sought and the eye care provider (ecp) prescribed an unspecified eye drop due to irritation in the cornea; treatment modality and duration were not provided. A new contact lens was used but the consumer experienced the same issue and had difficulty taking out the contact lens as it seemed glued in the eye. Additional information was received on 06/03/2017, it was noted that the consumer presented to the ecp with bilateral corneal lesions due to contact lens. The consumer was treated with fluoroquinolone antibiotic for seven days every four hours and fluoretolone acetate for seven days every eight hours. The events were resolved with unspecified corneal sequelae. Additional information has been requested but not yet received.